Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode and lost consciousness while in her car. Patient's diabetic guard dog started to bard and patient could only remember that her last cgm reading was 200 mg/dl. Paramedics were called and treated patient with glucagon and d50 IV.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.